Event description:
Medtronic received information via a live implant case, that the patient with this bioprosthetic valve of an unknown implant duration, presented with endocarditis resulting in mixed stenosis and regurgitation. A non-medtronic transcatheter valve was placed within the medtronic valve, via a transapical approach. There were no adverse patient effects reported.

Manufacturer narrative:
Conclusion: it was mistakenly reported that the device history record (DHR) was reviewed. In the absence of a serial number being provided, the DHR was not able to be reviewed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).